Event description:
It was reported that during a da vinci-assisted cystectomy procedure that the prograsp forceps instrument broke. Two filaments fell into the patient and were retrieved. The procedure was completed with a backup instrument with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical inc (isi) device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). Isi has made several attempts to obtain the RMA with no success. No image or video clip for the reported event was submitted to isi for review. A procedure log review was performed to confirm that the cystectomy procedure was performed on (B)(6) 2022 on system (B)(4). This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.